Event description:
A review of the article reported the following adverse event. Wound dehiscence occurred in 1 patient (2%) and was classified as a grade I complication, while wound bleeding was reported in 2 patients (4%), including 1 requiring further intervention; urinary tract infection was observed in 6 patients (12%) as a grade ii complication, along with significant haematuria requiring transfusion in 3 patients (6%), and a pneumothorax occurred in 1 patient (2%) as a grade iii complication. It was reported that no davinci device malfunctions occurred during any of the procedures mentioned in the article. Furthermore, none of the documented complications were caused or contributed to by any davinci devices or instrumentation.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. Due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. Verification of the event details cannot be performed at this time due to insufficient event date information. The procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. A system logs review cannot be performed at this time due to insufficient event date information. A device history record (DHR) review cannot be performed because there is insufficient information regarding the device/system and the event date. The patient demographics provided represent the demographics of the majority population described in the article. Citation (apa): minimally invasive techniques for large-volume benign prostatic hyperplasia: a comparative study between holep and robotic simple prostatectomy 10.3390/std14020017 juste-alvarez-2025-minimally invasive techniqu.pdf. Https://doi.org/10.3390/std14020017.